Event description:
Patient wore medical device for the first time. Within 2 hours of wearing it, he developed red rash on his extremities, burning sensation, tongue swelling, metallic taste, palpitations. He went to the local emergency department after calling the advice nurse. He was given epinephrine injection and noted rapid improvement in his symptoms. He was also treated with IV solumedrol, benadryl and pepcid. He was discharged after 3 hours of observation.